Event description:
The customer reported that the insulin pump was exposed to water while being on vacation and the insulin pump was not functioning. The customer changed the battery, but the buttons were unresponsive and the device had a blank display. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to corroded electronic assembly and motor home switch. Unable to confirm button keypad anomaly due to the blank display. The device had detached end cap, cracked battery tube threads, scratched lcd window, cracked reservoir tube and lip.